Event description:
It is alleged that after the case it was noticed that a piece of plastic was missing on the black shaft of the clip applier. It was reported that there is a possibility that the plastic may have fallen into the pt. The surgeon reported that there were no adverse effects to the pt.